Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant surgery, the physician positioned the atrial lead, and "bad values" were obtained. The physician then proceeded to reposition the lead, but the helix did not retract. After some time, the physician was eventually able to remove the lead. Upon testing outside the patient, it was noted that the helix was extended; the physician indicated that the lead would not fixate properly. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had high thresholds, high impedance, and variable atrial sensing with low r-waves.